Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report is number two of two supplemental MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4), (B)(4) and ivd (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. The communication indicates that when using the affected lots of vitros ipth reagent pack intraoperatively, patient samples should be tested using the same reagent lot and qc material for baseline and throughout the procedure. When performing patient sample testing using the affected lots of vitros ipth reagent pack, adjust your laboratory¿s reference interval by -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Ortho is in the process of manufacturing new reagent lots with an anticipated release in december 2022. Until a new lot of vitros ipth reagent pack is available, be aware that the potential exists to observe negatively biased results when using the affected lots of vitros ipth listed above. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Manufacturer narrative:
The investigation determined that lower than expected intact pth (ipth) results were obtained when a customer was processing non-vitros (mas) qc fluids using vitros ipth lot 1610 and lot 1645 on a vitros xt7600 integrated system. A definitive assignable cause could not be determined. As vitros ipth lot 1610 and1621 were new reagents for the customer at the time of the event, no historical qc results were available for evaluation and a reagent related issue cannot be ruled out as a contributor of the event. Additionally, continual tracking and trending indicates a possible performance issue with vitros ipth reagent lot 1610 and lot 1621. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Low bias was also observed from vitros ipth lot 1610 testing when patient sample results were compared to vitros ipth lot 1605 results, however the results did not meet potential health and safety criteria. In addition, acceptable vitros ipth lot 1645 results were obtained from vitros ipth control testing. No information was provided in relation to the handling of the mas qcs the lower than expected vitros ipth results were obtained. It is possible improper qc fluid handling contributed to the event, however, this could not be confirmed. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected intact pth (ipth) results were obtained when a customer was processing non-vitros (mas) qc fluids using vitros ipth lot 1610 and lot 1645 on a vitros xt7600 integrated system. Mas oim24111 level 1, vitros lot 1610 results of 13.99 and 12.38 pg/ml versus the baseline mean of 23.0 pg/ml. Mas oim24111 level 3, vitros lot 1610 results of 1027.16 and 982.25 pg/ml versus the baseline mean of 1589 pg/ml. Mas oim24111 level 1, vitros lot 1645 results of 13.92 and 13.80 pg/ml versus the baseline mean of 23.0 pg/ml. Mas oim24111 level 3, vitros lot 1645 results of 1027.14 and 1017.39 pg/ml versus the baseline mean of 1589 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth result were from quality control fluids. The customer made no indication that any patient sample results had been affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).